Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper tightening of the set screw into the threaded hole of the grip ring during the manufacturing assembly process, which led to the grip ring becoming dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified six homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm3 (toolid: vessel sealer extended)." The logs displayed one #mdtrace_vs_home_fail" error. There is a moderate amount of debris on the jaws. The dislodged grip ring at the proximal end likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Additional observation related to customer reported complaint: the instrument was found to have a grip ring dislodged. The screw head is damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument kept failing the self-test after insertion. The customer replaced the vse instrument with a backup instrument of the same kind and completed the procedure with no reported injury.